Event description:
It was reported to philips that the system failed to bootup after a restart. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Philips remote service engineer (rse) analyzed the system remotely and confirmed that the system failed to boot up after a restart. Upon troubleshooting, rse found that nc (power supply collimator/user interface) main power indicator was on, but other output power indicators were off and nc main power was defective. Philips field service engineer (fse) inspected the system on site and found the nc power supply had input but no output. To resolve the issue, fse replaced the nc power supply. The defective component was returned to philips for analysis and the cause of the failure could not be conclusively determined by the supplier's part analysis. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.